Event description:
The customer reported the aliniq ams will cancel the hil index (hemolysis, icteric, lipemia) order on samples that had a corresponding assay that was canceled. This was identified when the customer found multiple samples that had no hil measurements completed on them. After further review, an aliniq ams rule was configured incorrectly. This rule is responsible for adding hil orders to certain defined tests that the lis sends to the ams. No impact to patient management was reported.

Manufacturer narrative:
The investigation confirmed a misconfiguration rule responsible for managing hil tests in lab orders transferred from the laboratory information system (lis) to the ams. The cancellation parameter of the rule was inadvertently enabled. The laboratory used two analyzers (vista and alinity ci) connected to different middleware but interfacing with the same lis. When samples with tests initially completed on the vista analyzer were moved to the alinity, the lis sent cancellation messages for the tests already completed. These cancellations triggered the removal of hil tests from the orders as a result of the misconfiguration. The issue was resolved through a configuration rule and verified correct operation at the customer site. A review of tracking and trending did not identify an increase in complaint activity related to the complaint issue. A review of the manufacturing documentation did not identify any issues associated with the complaint issue. Labeling was reviewed and adequately addresses the issue under review. Based on the investigation no systemic issue or deficiency with the aliniq ams was identified.

Manufacturer narrative:
An evaluation is in process. A follow-up report will be submitted when the evaluation is complete.

Event description:
The customer reported the aliniq ams will cancel the hil index (hemolysis, icteric, lipemia) order on samples that had a corresponding assay that was canceled. This was identified when the customer found multiple samples that had no hil measurements completed on them. After further review, an aliniq ams rule was configured incorrectly. This rule is responsible for adding hil orders to certain defined tests that the lis sends to the ams. No impact to patient management was reported.